Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the remote transmission shows that a ventricular (vt) was detected but no therapies were given. It was noted there were no therapies programmed for the vt zone. The device remains in use. No patient complications have been reported as a result of this event.